Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter stated that the pump rebooted without user intervention before losing power. The reporter also alleged that the pump case was cracked near the battery compartment and that there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated two pump reboots on the event date. Two battery compartment cracks were observed, as well as damaged battery compartment threads. No evidence of moisture ingress was found in the battery compartment or on the battery cap. The battery cap threads were also damaged, and the battery cap did not fully secure to the pump; a power loss was observed. A test cap was used to exercise the pump for 24 hours. A power loss or related warnings were not observed. A leak test identified a leak at one of the battery compartment cracks. The pump case was removed, and no evidence of loose components or further evidence of moisture ingress was found.